Event description:
The disposable loading unit was used with an auto suture multifire endo hernia disposable stapler during an inguinal hernia procedure. Reportedly, the staples did not form properly.